Event description:
After a MRI, it was noted that the device had gone into backup vvi mode and there was a loss of high voltage (hv) therapy. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Manufacturer report 2938836-2017-29599, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).